Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the spouse that the customer experienced high and low blood glucose levels up to 600 mg/dl and lows of about 40 mg/dl at the time of the incidents. The caller did not offer any further information. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer is upgrading to a 670g pump. The caller states that their physician lowered their morning settings to address the abnormal levels the customer has experienced lately. Its unknown if the insulin pump will be returned for analysis.